Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for removal of device and leads due to an infection. Both the implantable cardioverter defibrillator and the right ventricular lead were explanted. Related manufacturer reference number: 2017865-2021-21004.